Event description:
The patient reported feeling bad for a week because the pacemaker is set at 84 beats per minute (bpm) to 120 bpm and they can¿t get there pulse above 64 bpm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).